Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump shuts down by itself. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom, "shuts down by itself," which was not confirmed or reproduced during evaluation. There were improper shutdown message in the log, however this is not conclusive evidence of a device malfunction. It is possible that this condition was caused by a failed wireless battery module being used with the pump but it is also possible these messages were caused by the user removing the battery while in use on battery power. There is not enough evidence provided to confirm this allegation. The pump was tested and no component could be identified for causality. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-00256 can be removed from the FDA database.